Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report intermittent vibration on (B)(6) 2015. Patient was advised to test the alert functionality and the device vibrated. At the time of contact, the patient did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. A visual inspection was performed and found no defects. Receiver data log was reviewed and no errors were observed related to the complaint. Global receiver functional testing resulted in no failures. The customer complaint could not be confirmed. No root cause could be determined.

Manufacturer narrative:
(B)(4).